Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After a partial recapture, the device was deployed for a second time and during deployment the was kinked. The device was unable to be recaptured on the first attempt due to the kink. The entire system was then pulled back and after several attempts the device was successfully recaptured. Case was aborted. No patient adverse events were reported.